Event description:
As reported, there were issues with two mynx grip vascular closure devices (vcd)s in the same patient. During preparation, one device balloon was observed leaking and another device sealant was exposed; both devices were not used. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use, with no device or package damage noted prior to use. The issue was identified during preparation. The deployer was trained. The device is being returned for evaluation. Addendum: the balloon on the device for complaint 2 had a ruptured condition on product evaluation.

Manufacturer narrative:
As reported, there were issues with two mynxgrip vascular closure devices (vcd)s in the same patient. During preparation, one device balloon was observed leaking and another device sealant was exposed; both devices were not used. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU), with no device or package damage noted prior to use. The issue was identified during preparation. The deployer was trained. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and advancer tube were in their manufactured positions. The sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. An attempt to execute an inflation/deflation test could not be fully performed, as a tear was identified in the balloon during the evaluation. A high-magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a longitudinal tear was observed. The exact cause of the observed condition could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿sealant-sealant exposed prior to use-access site not lost¿ was not observed through analysis of the returned device as the sealant was within the shuttle and not exposed. However, an additional condition of ¿balloon-balloon loss of pressure¿ was noted with the returned device due to a balloon tear. The exact cause of the issue experienced, and the longitudinal tear observed could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue of the device being exposed during preparation, especially since the device was received with the sealant in its manufactured position within the shuttle. However, prepping/handling factors are possible. Regarding the balloon tear noted, it is not possible to determine what factors may have contributed to the damage. However, prepping/handling factors are likely. According to the mynxgrip IFU, which is not intended as a mitigation, it instructs during the device preparation step, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing.¿ it should be noted that if the device was grabbed by the catheter handle instead of the green or gray shuttle hub when being removed from the packaging, the shuttle could detach from the black handle, resulting in the sealant being exposed prematurely. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU instructs during the prepare balloon step, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggests that the reported issue and failure noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.